Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
Sales rep states the cup impactor metal wing broke off.